Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 46,000 joules of use while using the side-firing surgical fiber during a prostate procedure, the fiber tip burnt out and the output beam was observed to begin firing out the tip (forward-firing). Time expended: 11:22 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no patient injury reported.